Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 1200mg/dl. The customer states they treated with manual injections. The customer states they had changed out their set 3 times and lead to the highs. The customer was not on the pump at the time of hospitalization. The customer states they stopped using the pump. No further information provided.